Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion (prior to wound closure), the pace/sense portion of the right ventricular (rv) lead was surgically capped and abandoned. It was reported that physical damage was seen at the terminal end. During removal from the header, the terminal connector for the distal electrode became disconnected from the lead. The fragment remained in the header of the device. It was noted that the patient was a twiddler. A new lead was implanted. No adverse patient effects were reported.